Event description:
It was reported that this right ventricular (rv) lead was being used for a left bundle branch area pacing procedure but sustained damage during repositioning and removal of surrounding tissue. This lead was replaced with the same model. No adverse patient effects were reported.